Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 (mg/dl) after exercising. Customer consumed carbohydrates to treat bg levels. Contact reported that the customer's bg level was back in target range at the time of the call.